Event description:
An issue was reported involving an altitude alarm on a pump, which did not adversely impact the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and to reconnect the cartridge to address the alarm, successfully resolving the issue as normal insulin operation resumed. The customer was provided with preventive tips for altitude alarms.